Event description:
It was initially reported that the meshgraft ii with ratchet was shredding the skin graft. Additional clinical info determined that the reported issue occurred during surgery while the pt was under anesthesia. The skin graft was unusable as it was shredded when put through the mesher. An alternate plan was executed to complete the surgery resulting in a surgical delay of 30 minutes. No alternate device was retrieved for the surgery.

Manufacturer narrative:
May 31, 2012, u.s. And canadian customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the manufacturer for repair and eval. The service record indicates that the device was manufactured on 8/2/1989 and has no repair history at zimmer surgical since (B)(4) 2011. Eval of the device observed nicks to the cutter and wear to the roller was observed, along with wear to the gear and sliding pin. Prior to repair, the device was outside calibration specifications on the left side and right side. The initial test mesh produced was acceptable; however, a second test mesh was produced and was acceptable. Repair of the device included replacement of the cutter, roller, side plates, screws, ratchet gear, and sliding pin. Lack of preventative maintenance most likely was the cause for the damage to the cutter and lack of calibration, which most likely caused the customer's reported event. Per the instructions for use, the device has exceeded its normal useful life by 14 years, likely decreasing the accuracy of the device. The device was serviced and returned to the customer.